Event description:
From distributor's report. During the closure of a cheek laceration on a pt the product got into the left eye and the eyelids were bonded together. The eye was flushed with saline and petroleum based ointment was applied.